Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 7073701.

Event description:
It was reported that the patient was experiencing a stimulation in the right kidney due to lead migration that was confirmed via x-ray. The patient underwent a revision procedure wherein the leads were repositioned and remains implanted. The patient is currently still very sore from the surgery.